Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The field service engineer (fse) inspected the system on site and confirmed that the host pc cannot start on. Fse confirmed that they cannot successfully load application and checked that there was defect in the cmos battery. The fse replaced the cmos battery in the host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.

Event description:
It was reported to philips that the host pc would not start. The system was in clinical use at the time of the reported event. No harm to user or patient was reported. A philips field service engineer (fse) was able to confirm the reported issue. As part of the resolution, fse replaced the cmos (complementary metal oxide semiconductor) battery in the host pc and changed the date and time in the bios (built in operating software). System was returned to use in good working conditions.